Manufacturer narrative:
Device 23 of 36. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "there are black dots known as imbedded materials". The product was not used. A photograph depicting the reported complaint issue was provided by the complainant.